Manufacturer narrative:
G4: 06feb2020 b4: (B)(6) 2020 the part was returned to the manufacturer for failure investigation (fi). It was determined that the alarm (red) light emitting diode (led) detached from the trace not making contact on the power switch overlay created the alarm led failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 09dec2019. Date of report: 11dec2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse also observed that the oxygen concentration was out of the allowable range. The manufacturer's fse replaced the power switch overlay to address and correct the reported issue. The fse also replaced the flow sensor assembly to address and correct the observed issue of the oxygen concentration being out of range. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported a ventilator with an led failure alarm. There was no patient involvement/harm.